Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer stated her husband gave her juice/food to bring her blood glucose level up. The customer called in and stated the insulin pump is giving her insulin in the middle of the night causing her to go low. She stated she had the same issue about 5 years ago. The customer also stated at that time they replaced the insulin pump and it stopped the issue. The customer also stated this has been going on for about a week. The customer stated she did not feel safe with the current insulin pump. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address label, and stained serial number label and stained end cap sticker.